Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included dysplasia, gestational hypertension, spontaneous abortion, augmentation mammoplasty, menometrorrhagia and ectopic pregnancy. Concurrent conditions included painful intercourse, lower abdominal pain, dysuria, musculoskeletal discomfort, anxiety, paraesthesia generalised, dysmenorrhea, bleeding menstrual heavy, offensive vaginal discharge, offensive vaginal discharge, endometriosis and bladder injury nos. Concomitant products included metronidazole (flagyl). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci hysterectomy and bilateral salpingectomy tubal ligation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: previous dates of insertion and removal of essure are (B)(6) 2006 , (B)(6) 2011 respectively and as per pfs these are (B)(6) 2015, (B)(6) 2016 respectively. Discrepancy was noted as per pfs. Date(s) of removal updated as (B)(6) 2015 from (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: new event dysmenorrhea, dyspareunia, menorrhagia, device monitoring procedure not performed were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device dislocation ("migration") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.